Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [FDA mw5095882.pdf].

Event description:
The user facility reported that the tip of the sheath broke off when removing the sheath at the end of the case. The common femoral artery was fairly calcified. The doctor had to snare the broken piece out and everything was ok. The patient was in stable condition. The procedure outcome was successful. The blood loss was less than 250 cc's. There was no patient injury, medical/surgical intervention required. Additional information was received on 19aug2020: terumo medical received an FDA medwatch report # mw5095582. The event description states: "during intra-op angiogram, inducer tip came off when surgeon was placing the guidewire. Surgeon was able to retrieve the tip from the patient."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6 fr ik pinnacle sheath was received for product evaluation. The dilator and sheath were received unmated. No other accessory components were returned. The sample was decontaminated per terumo medical corporation's procedures and policies. After decontamination, the sheath was subjected to visual analysis. The sheath was received in two segments. The first segment of the sheath measured 8.3 cm from the hub and the second segment measured 1.7 cm. Microscopic analysis of both the broken segments of the sheath showed a ductile deformation. A slight kink was observed at 4.7 cm on the surface of the sheath from the hub. No other anomalies were noted with the returned components. The sheath can be confirmed for sheath tip separation. A nonconformance and health hazard evaluation was issued to further investigate the issue. Per the nonconformance investigative report, based on the defect rate for product in the field and the results of the reinspection, it is concluded that the material currently in the field is safe for use.